Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer indicated they were not using the tandem charging cable and planned to call back when they were ready to proceed.